Manufacturer narrative:
The incident has been reported to the manufacturer on 03/28/2014, results of analysis will be developed in a follow-up report.

Event description:
Spva was implanted on (B)(6), 2014. Even at the pressure setting of 30mmhg, the patient condition did not implant. Therefore the surgeon replaced it with another spva. He would like to know if it is occluded.